Manufacturer narrative:
B5: upon follow-up, it was reported that the patient experienced bacterial peritonitis manifested by abdominal pain, fever and vomiting. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized and was treated with cilastatin sodium, imipenem (12.5 mg/kg per day, intravenous), vancomycin (intraperitoneal) and gentamicin (intraperitoneal) for the event. It was reported that the patient experienced ablation of tenckhoff catheter and was transferred to hemodialysis. At the time of this report, the patient has recovered with from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal infection. The cause, hospitalization and treatment were not reported. At the time of this report, the patient has recovered with sequelae from the event. Action taken with pd therapy was unknown. No additional information is available.